Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the electrical and biomedical engineering department with a report of the bolus cord just stopped working. The bolus cord was connected to a gemstar pump to deliver an unspecified medication. No specific pt info, pump programming, or event details were available; however, the customer contact reported that the bolus cord was replaced and the therapy was resumed. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.